Manufacturer narrative:
(B)(4).

Event description:
It was reported "flexible guide, in a dysfunctional bad condition." Additional information received states " there was no harm to patient, and there was no medical intervention required. The guidewire (swg) was bent." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a guidewire in bad condition was confirmed by the photo. The image shows a guidewire with multiple kinks while being used on a patient, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "flexible guide, in a dysfunctional bad condition." Additional information received states " there was no harm to patient, and there was no medical intervention required. The guidewire (swg) was bent." The patient's current condition is reported as "fine".